Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient and healthcare professional (hcp) were suspicious that the pump tubing was not properly delivering enough medication. The pump had been reprogrammed to deliver the desired doses but they felt the product was not delivering medication properly or was working properly. The patient¿s pump was completely explanted and replaced on the date of this report. The patient was alive with no injury and no symptoms were reported. The pump was returned to the manufacturer for analysis. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported that the patient has had a pump refill since replacement and the patient was getting good relief and drug delivery per the manufacturer's representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.